Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving morphine (5 mg/ml at 0.699 mg/day) and bupivacaine (6 mg/ml at 0.8388 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that beginning in january of 2018 the patient began experiencing discomfort in the area where the pump was implanted. Per the patient, it was pressing on a nerve. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was also unknown if any diagnostics/troubleshooting was performed. A pocket revision was performed on (B)(6) 2018 at which time the pump was moved up using the same pocket to a more comfortable area. The catheter aspirated well and had good flow, but the physician decided to swap to a brand new pump connector. As he removed the old connector from the pump, he didn¿t grip the black dots properly and the plastic portion of the connector separated from the metal piece. He was still able to disconnect the old connector and then reconnect with the brand new connector. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. It was indicated that the hcp had no further information regarding the event. No further complications were reported/anticipated.